Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart in multiple locations from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.